Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The bottom case seal was broken, and plunger case seal was intact. The investigation found counterfeit top case on the device. Cracked right plunger case, broken tabs on the bottom case and visible contamination. The pump event history showed a battery communication timeout error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during power up process. Performed battery check and found readings are all "0". Replaced with new battery and battery still not charging. Interconnect board was not charging battery and battery does not communicate with interconnect board. The root cause of the reported issue was due to use error. The technician replaced interconnect board and battery. Performed power up process and all the functional test passed.

Event description:
It was reported that a interconnect board issue was observed. No patient injury was reported.